Manufacturer narrative:
(B)(4)

Event description:
This lead was implanted and then explanted the same day. The physician was having trouble getting stable thresholds at the time of implant. After the pocket was closed, it was found that the lead had dislodged. The physician opened the pocket and implanted another brady lead. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.